Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The customer did not know the blood glucose reading at the time of admission, but stated that suddenly it had become uncontrollable. The customer was wearing the insulin pump at the time of the event, it was removed at the hospital and put back on when the customer was released. The blood glucosewas still running high after returning home from the hospital. The customer had not received any alarms. Insulin did exit with the manual prime. The blood glucose reading was 400 mg/dl. The customer was treating with manual injections while still wearing the insulin pump. The drive support cap appeared normal. The customer was advised to monitor the issue and treat per a health care professional's instruction.